Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. The pacing configuration was modified to prevent stimulation by the company representative not knowing the patient was a study subject in the adapt response study. The patient discussed the change with the study coordinators who realized that the patient was in the non-adaptive arm of the study. Therefore the patient was returned to the previous pacing configuration. The lead remains in use. No patient complications have been reported as a result of this event.